Event description:
I've used philips respironics bipap sleep apnea machine. Started having problems last summer 2021 - I'm a swimmer and noticed my lung capacity was limited. I couldn't swim laps like I normally did. I also started having a lot of coughing, choking, sorethroat, reflux, chest pressure, sinus issues, and headaches every day. I went to my regular physician numerous times in the fall 2021 and had 3 rounds of antibiotics thinking it was sinus infection, but it wasn¿t, and the problems persisted. I've seen pulmonologist and ent, and had chest xray, blood work, endoscopy, and cat scan. I have chronic laryngitis, nasal airway inflammation and turbinate inflammation which will require medical intervention and surgery in the future. I also had an ultrasound of my neck and an unusual lymph node was found. I underwent a biopsy and the node is not cancerous but is a rare condition that can be caused by infection. The lung capacity issues and coughing, choking sorethroat etc have continued, with headaches daily and general feeling of not being well, as well as my neck being sore. Along the way I received notice from philips respironics about the recall of my sleep apnea machine. I stopped using it when I got the notice, but the damage was already done. Needless to say, I'm furious that something that was supposed to help me with 1 issue has caused long term chronic problems. FDA safety report ID # (B)(4).